Event description:
It was reported that during a lap nephrectomy procedure, the device jammed. Another device was used to complete the case with no patient consequence. One device to be returned.

Manufacturer narrative:
(B)(4): eval summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. However, no jamming issues were noted during analysis. An investigation has been initiated to address the root cause of the ejected clips issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.